Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -8.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. Cause reported is unknown.

Manufacturer narrative:
Weight-race: unk. This product is not marketed in the us. Off label use: acd <3.0. Claim # (B)(4).